Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04044. It was reported that followed a car accident, the patient experienced ineffective therapy. As a result, surgical intervention was taken place on (B)(6) 2023 where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.